Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 29-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C26932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "placement of essure with novasure endometrial ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel + +"), headache ("bad headaches"), migraine ("migraines"), sleep disorder ("more sleep disturbances (2 or 3 hours a night)"), myopathy ("symptoms contributed to progression of my myopathy"), abdominal pain ("abdominal pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("chronic excessive fatigue"), visual impairment ("visual disturbances"), memory impairment ("problems with memory"), depression ("periods of depression"), dizziness ("dizziness"), pruritus ("itching"), feeling cold ("feeling like I am freezing"), loss of libido ("loss of libido") and endometriosis ("isolated endometrial cyst left ovary"). At the time of the report, the pelvic pain, allergy to metals, headache, migraine, sleep disorder, myopathy, abdominal pain, myalgia, arthralgia, fatigue, visual impairment, memory impairment, depression, dizziness, pruritus, feeling cold, loss of libido and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, depression, dizziness, endometriosis, fatigue, feeling cold, headache, loss of libido, memory impairment, migraine, myalgia, myopathy, pelvic pain, pruritus, sleep disorder and visual impairment with essure. The reporter commented: symptoms started after placement of essure and have worsened over time (state of health worsened in 2016 and 2017). Plain film of abdomen. Brain MRI and abdominal pelvic ultrasound (unspecified results). Request for removal of uterine tubes and essure inserts: bilateral salpingectomy and removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3593 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C26932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "placement of essure with novasure endometrial ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel + +"), headache ("bad headaches"), migraine ("migraines"), sleep disorder ("more sleep disturbances (2 or 3 hours a night)"), myopathy ("symptoms contributed to progression of my myopathy"), abdominal pain ("abdominal pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("chronic excessive fatigue"), visual impairment ("visual disturbances"), memory impairment ("problems with memory"), depression ("periods of depression"), dizziness ("dizziness"), pruritus ("itching"), feeling cold ("feeling like I am freezing"), loss of libido ("loss of libido") and endometriosis ("isolated endometrial cyst left ovary"). At the time of the report, the pelvic pain, allergy to metals, headache, migraine, sleep disorder, myopathy, abdominal pain, myalgia, arthralgia, fatigue, visual impairment, memory impairment, depression, dizziness, pruritus, feeling cold, loss of libido and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, depression, dizziness, endometriosis, fatigue, feeling cold, headache, loss of libido, memory impairment, migraine, myalgia, myopathy, pelvic pain, pruritus, sleep disorder and visual impairment with essure. The reporter commented: symptoms started after placement of essure and have worsened over time (state of health worsened in 2016 and 2017). Plain film of abdomen. Brain MRI and abdominal pelvic ultrasound (unspecified results). Request for removal of uterine tubes and essure inserts: bilateral salpingectomy and removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 02-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3299 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.